Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation, which shows oil gel globules at the bottom of the serum. Additionally, 30 retained samples were tested for defects. All of these samples passed the tests without any failures for additive or gel defects. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were oil gel globules seen in 20 tubes causing clogging while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: renji hospital, shanghai jiao tong university school of medicine there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were oil gel globules seen in 20 tubes causing clogging while on the analyzer. No adverse impact was reported regarding the patient or user.